Event description:
Customer reported an error condition of voteouts (non-numerical) for differential results occurred with patient samples when using the coulter® lh 780 hematology analyzer. A beckman coulter field service engineer (fse) was sent to the customer's facility to evaluate the instrument. There was no report of erroneous test results associated with this event. Affected samples were rerun on the back-up instrument. There was no death, injury or affect to patient treatment.

Manufacturer narrative:
On (B)(4) 2014, the field service engineer (fse) evaluated the instrument, removed and cleaned the diff (differential) shear valve. There was a clog in the port #8 in the diff shear valve. He cleared the port with bleach and verified the system with no further issues. (B)(4).